Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer called in to report, outside of procedure, that the customer was experiencing a 25770 error during the procedure. The caller stated the customer tried to recover, but the fault persisted. The distributor is requesting a log review. Error logs are not present during the call. Fse to follow up with the customer. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer to confirm that one arm was disabled and completed the case with 3 arms. The fse replaced the cfc-rac and the mtm2 to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. [Add summary of fse investigation]. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed. In artemis, the error 25770 was found indicating kernel data integrity error, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to reported event. The mtm2 was installed onto a golden system where the component functioned as expected. The mtm2 was then installed onto the in-house system where all relevant testing was passed within specification. Once testing was completed, the mtm was inspected, and no fault could be identified. The configuration remote arm controller (rac) was also analyzed. Visual inspection showed no issues were found that are related to the reported issue. The unit was installed onto the golden system and completed program no problem so far, continued performance was set to 10 power cycles & sitting idle for 1hrs. After testing 10x cycles once the testing was completed, the system error logs were inspected, but no error could be identified. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints. A review of the site¿s system logs verified the error 25770. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. A device history record (DHR) review was not completed as the applicable product is a system component serviced post manufacturing. While a definitive root cause could not be established, a possible cause is attributed to software defect pertaining to the mtm.